Event description:
Per the audiologist the patient reported "feeling" at the implant site rather than hearing when the implant was stimulated. Results of integrity tests done in 2008 and about 21 days later, showed normal receiver/stimulator function and output on all electrodes. Recommendations were made for reprogramming the sound processor. However the problem was not resolved. The patient's device was explanted at about approx 96 days later, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.